Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device.

Event description:
It was reported that the medical and clinical teams confirmed that the patient had a persistent, hard-to-control skin infection. Rather than explanting the current device, they implanted a completely new generator and lead on the right side, temporarily resulting in two systems in place, though only the right-sided system was active. The newly implanted system later became compromised due to infection and poor wound healing, leading the team to remove the vns implanted on the right side, this is captured in manufacturing report 1644487-2026-10338. This was determined to be purely a medical decision, not a device-related issue. The explanted generator was collected by the hospital¿s cme department and cannot be returned. The team emphasized that no device performance issues or malfunctions were observed; all actions were taken in response to the patient¿s infection and wound-healing complications. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. This report will capture infection seen on the patients first sent of vns implanted. The report of infection seen on the newly implanted device will be captured in a separate report. No other relevant information has been received to date.